Event description:
During a pvi procedure, the catheter no longer displayed any contact force when advancing the catheter. The message "invalid catheter was either used in a previous study, expired, or the wrong type for the port. Disconnect¿ was displayed and the indicator was purple. The contact force could not be reset. The catheter was replaced and the study continued with no adverse consequences to the patient.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The reported contact force issue could not be confirmed. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The deformable body thermocouple met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. The product investigation did not confirm the product non-conformance noted in fsca 3005334138-3/22/22-001-r, that was previously reported.